Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-00741. It was reported that the patient underwent an unrelated surgical procedure. It¿s unknown if patient did set the ipgs into surgery mode as recommended. Thereafter, the ipgs failed to establish communication with external devices. Recovery efforts were unsuccessful and the ipgs were deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the thoracic ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.